Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the focusing problem and found the light guide cable was broken. The camera head, including the light guide cable, were replaced to solve the issue. The system was tested and verified as ready for use. The glenair cam involved with this complaint was returned and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Inspection revealed mechanical shock, resulting in a damaged stage assembly. The camera was noted to be out of alignment. The light cable was damaged.

Event description:
It was reported that during a da vinci-assisted tumor resection surgical procedure, the camera focus function was not working. The customer restarted the system with no resolve. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the system powered on before port placement. The customer did not have a spare backup camera head at the time of the issue. Ports were placed at the time of the issue. The system functionality was checked upon powering on the system, and powered on without errors. An isi field service engineer (fse) was contacted for troubleshooting assistance, and after remote troubleshooting, the problem could not be resolved.